Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident during a polypectomy. The settings were forced coag, effect 2 at 25 watts. Upon activating the esu to remove a small 2 mm polyp in the sigmoid colon, an extensive burn occurred which resulted in a perforation. The pt was sent to another facility where surgery was performed to address the issue and the pt is recovering well.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The eval included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specs and all features were/are functioning properly (note: unrelated to the reported issue, the esu was updated to the latest software version upon being checked). In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. The settings used were typical/common for the procedure. Most likely there were many factors involved with the situation (for example, technique, patient's condition, etc.). However, no conclusive determination could be made as to the cause of the event. The customer is being notified of our findings. To further address the issue, add'l training was performed at the hosp on 08/31/07. Also, follow up case work was performed at the medical center. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.